Event description:
It was reported to philips that the unit¿s back up alarm is failing. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. It was reported that the customer plans to replace the central processing unit (cpu) printed circuit board assembly (pcba) due to a backup alarm failing issue. A philips remote service engineer (rse) provided the customer with the latest service manual and instructed the customer to follow the step to download tera term, and to purchase the cables needed to have the pc communicate with the v60. The rse informed the customer to reprogram the serial number and add the power on hours and suggested that the customer call back and get the code to enable the average volume assured pressure support (avaps), exhalation relief (cflex), and ramp options back into the unit. The customer is taking responsibility to correct/repair the device.

Manufacturer narrative:
It is unknown if the customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the error code 1104 - backup alarm failed. Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. Based upon the information provided, root cause cannot be determined in assessment of this complaint due to lack of further information furnished by the customer.